Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. The patient reported their pump was removed. Per the healthcare provider the physician last saw the patient (B)(6) 2003 and he said the pump never flowed after that so the physician removed the pump in 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.